Event description:
I was starting an IV and hooked up the extension tubing and was unable to draw back blood. I knew I had hit the vein so I attempted to flush through the main hub and not through the tubing. It worked, but it still would not flush back through the tubing even though I didn't lock it. I got a new extension set ready and disconnected the old set and put on a new set and was able to draw blood from that set. I later figured out that the place where you hook up the clave where it connects to the tubing there was a film of the rubber or plastic covering the tubing that was preventing it from flushing or drawing back blood.